Event description:
Additional information was received that the patient was admitted to the intensive care unit (ICU).

Event description:
During an in clinic follow up, it was observed inappropriate shocks were delivered from the device. It was noted the device performed according to the programmed settings. Additional details have been requested but have not yet been provided.

Event description:
Additional information was received that there was r-wave amplitude variation on the device.

Event description:
Additional information was received that the ICU stay was not related to the device.